Manufacturer narrative:
(B)(4). The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists, ¿instrumentation that allows for consistent placement: femoral 4 in 1 cutting block, tibial cutting block, templates, femoral, tibial and bearing trials. Tibial vertical resection block, anterior tibial resection device, tibial spacers: tibial slope device "acl bony island compromised¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10602/10603.

Event description:
Information provided in clinical study, gk9c vanguard xp early clinical evaluation ((B)(6)). A female patient was identified in the study that underwent a left knee total knee replacement surgery on (B)(6) 2014. It was reported that during intraoperative trialing there was a partial anterior cruciate ligament (acl) tear, with suture fixation performed. No further information was provided and patient outcome is unknown.